Manufacturer narrative:
Final analysis found insulation abrasion at 18.3cm to 19.4 from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to the reported complaint of oversensing.

Event description:
It was reported that during routine device change out procedure, the atrial lead exhibited noise. The lead was capped and replaced. The patient was fine post procedure.